Event description:
Same as MFR # 6000089-2004-01296. During a coronary drug eluting stenting treatment procedure, the first stent would not inflate and the second stent dislodged from the delivery balloon. The lesion being treated was heavily calcified, 80% stenotic lesion in a tortuous ostial right coronary (rca). The physician introduced a taxus express2 8.8% 3.0 x 20 mm stent to the lesion. It is noted the lesion was not pre-dilated. As the physician attempted to inflate the delivery balloon, the physician noticed contrast was leaking out of the deployed. The balloon and stent was removed intact. The physician then went in with another taxus express2 8.8% 3.0 x 20mm stent. As the physician positions the stent over the lesion, the stent caught on to the calcium and dislodged from the delivery balloon. The physician then used a nc balloon to capture and successfuly deploy the taxus stent over the lesion. No injury or complication was reported. Patient status is reported to be "good."